Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ extreme pain"), allergy to metals ("nickel sensitivity"), insomnia ("insomnia") and anxiety ("anxiety"). The patient was treated with surgery (tubal ligation, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, allergy to metals, insomnia and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, endometritis, genital haemorrhage, insomnia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ extreme pain"), allergy to metals ("nickel sensitivity"), insomnia ("insomnia") and anxiety ("anxiety"). The patient was treated with surgery (tubal ligation, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, allergy to metals, insomnia and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, endometritis, genital haemorrhage, insomnia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.